Event description:
--

Event description:
Subsequent information indicates that the patient is scheduled to be seen in the office in the near future. At this time, no further information is available.

Event description:
--

Event description:
Subsequent information indicates that this device went into storage mode with a battery voltage of less than 2.17 volts. Therefore, this is the reason the device went to monitor only.

Manufacturer narrative:
Analysis is currently on-going. Upon completion of analysis this report will be updated.

Event description:
Boston scientific crm received information that the latitude system declared two separate red alerts due to a device status of end of life (eol) being declared and the device being programmed to monitor only. The physician that follows the patient was aware of the battery status and had informed the patient. The patient will be evaluated in the near future. The field representative spoke with the patient's following clinic and the reason why the device would have been programmed to monitor only is unknown. Technical services discussed that it is possible that the monitor only alert could have been a direct result if the device entered storage mode, at this time this observation has not been confirmed. No adverse patient effects have been reported.

Manufacturer narrative:
As of today, this product remains in-service. Should additional information become available, this report will be updated.

Manufacturer narrative:
Upon receipt at our post-market quality assurance laboratory, a longevity calculation confirmed that the device did not meet longevity estimates provided in device labeling. Portions of the circuitry, including the battery, were isolated and tested. All low voltage power supply measurements were currently within an appropriate range; however, final analysis concluded that the premature battery depletion was due to low voltage capacitor degradation, which resulted in a high current condition. Therapy was determined to be unavailable upon return of the product. The change in device status to storage mode was a direct result of the battery voltage.

Event description:
Subsequent information indicates that this product was explanted and replaced.

Manufacturer narrative:
As of today, this product has not been returned. Should additional information become available, this report will be updated.